Manufacturer narrative:
It was reported that, when removing the delivery system after the stent placement, the delivery system could not be removed. The physician finally removed it by force, and then the stent was misaligned. So, the physician removed the stent using over-tube. After that, it looked to have bleeding in the stomach but no problem was confirmed. Through the attached photo, it is confirmed that some blood was congealed on the ec1808ar stent. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Also, it is hard to identify if stent use is related because there is no further information on bleeding and the description indicates that "it looked to have bleeding in the stomach but no problem was confirmed". Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
When removing the delivery system after the stent placement, the delivery system could not be removed. The physician finally removed it by force, and then the stent was misaligned. So, the physician removed the stent using over-tube. After that, it looked to have bleeding in the stomach but no problem was confirmed. Therefore, the gastric tube was used to finish the procedure without thrombin spray. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that when removing the delivery system after the stent placement, the delivery system could not be removed. The physician finally removed it by force, and then the stent was misaligned. So, the physician removed the stent using over-tube. After that, it looked to have bleeding in the stomach but no problem was confirmed. As a result of analysis of returned device, delivery system was returned in state that pusher was pulling out, and the stent was returned in state that the blood was congealed. Kinked marks and curves were not observed on the sheath. The skirt of stent was rolled up inside the stent. Also, the head of stent proximal part was partially shrunk due to pulling out the suture. Esophageal structure where stent implanted is the part with active peristalsis. It could be hard to removal of delivery system caused by pressure generated depending on patient's lesion. If you try to remove it by force in this situation, the tip or inner sheath could be caught in the scope or outer sheath etc. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Based on the pulled pusher and rolled up skirt of stent, it is considered that the inner sheath wasn't placed in the original state of the outer sheath when proceeding with the removal of the delivery system after stent deployment. It is difficult to remove since the tip of delivery system was stuck on the skirt of stent, but the physician removed it by force in the end, and then the skirt was rolled up, and it is considered that the stent was misaligned, therefore, the physician has judged stent removal. It is stated on user manual as follows. "10. Procedure, (5) after stent deployment, b) carefully remove the introducer system, guidewire and endoscope from the patient. If excessive resistance is felt during removal, wait 3~5 minutes to allow further stent expansion (place the inner sheath back into the outer sheath as the original state prior to removal.)" In addition, based on the congealed blood on the stent and the description, which was written that "it looked to have bleeding in the stomach but no problem was confirmed", it is considered that it have a possible to occur the bleeding during stent removal procedure or possible to occur the bleeding in the patient's stomach due to any other factor. However, it is difficult to identify the exact root cause since it is hard to recreate the situation at the time of procedure, and there is no further information on bleeding and positioning site. It is stated on user manual as follows. 6. Potential complications - bleeding. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
When removing the delivery system after the stent placement, the delivery system could not be removed. The physician finally removed it by force, and then the stent was misaligned. So, the physician removed the stent using over-tube. After that, it looked to have bleeding in the stomach but no problem was confirmed. Therefore, the gastric tube was used to finish the procedure without thrombin spray. There were no patient complications as a result of this event.